Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported via medsun manatory and voluntary report form, report # (B)(4), "during a surgical procedure, open reduction internal fixation right proximal humerus fracture, and securing implants, utilizing a stryker 3 hole proximal humerus locking plate with eight 4.0 locking screws and one 3.5 cortical screw; the tip of the drill bit did break off in the process of inserting the screw. The bit was not retrieved".